Event description:
It has been reported to philips that system did not start up. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that system application did not start up. After some functional test, fse confirmed that software of x-ray pc was affected by software bug. Fse reinstalled the control software on the x ray pc, after software upgradation, the system returned to use in good working order. The codes were updated based on the investigation outcome.